Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the conical tip of the vasoview hemopro endoscopic vessel harvesting system came off inside the patient's leg. The piece was retrieved through the original incision, with no additional patient effects reported. A new kit was opened to complete the procedure. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6) 2010, for investigation. Visual inspection revealed that the cone had detached, but formed a complete assembly with the juicer body, with an extremely loose fit (where the cone slides off when held upside down.) There was some glue present, and there was some evidence of blood. Based upon the received condition of the device, the reported failure "conical tip came off" is confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).